Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacturer date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. Device history record (DHR) review was conducted for the radio frequency controller. No relationship can be established between DHR and current complaint. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis if additional relevant information is received, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported by the site biomedical engineer that the staff had reported possible patient infections post novasure endometrial ablation. Technical support assisted the biomed to confirm the wattage and ohm output of the radio frequency controller with no issues found.